Event description:
It was reported that the customer's blood glucose (bg) was 36-74 mg/dl and cause was not known. Customer consumed carbohydrates to address bg and then went to the emergency room. Customer was admitted to the hospital and was treated with intravenous saline. Low bg resolved with no injury. Customer was discharged the same day. Technical support performed a pump system check. No issues were identified with the cartridge, insulin or infusion set cannula/tubing. Pump was functioning as intended.